Event description:
The patient had a nevro stimulator and were on day 7 of their trial and it was the most pain they ever experienced; the patient noted that "where the wires were put in no rest with this can't get it out fast enough." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).